Event description:
It was reported that after an unknown procedure, jamming at the 7th firing and stopped using. Unformed clip in the patient body was found after the surgery by x-ray picture. Doctor to perform re-operation to remove the clip.